Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to issue medications. A technical support specialist identified multiple drawer failures in the populate buttons screen, specifically drawers 2, 4, 6, 8, 10, 12, and 14. During testing, the customer reported that only drawer 5 opened among the non-failed drawers. The tester application showed all drawers were detected, and upon further testing, the customer confirmed that all drawers opened successfully. The technical support specialist walked the customer through restarting the cabinet using the power switch and also restarted the all-in-one unit. After completing these steps, the populate buttons screen no longer showed any failed drawers. The customer confirmed the item was successfully issued. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that in bd pyxis¿ medbank tower it was unable to issue medication. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.